Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/16/2013 with the following findings: no damage was observed to the pump keypad cover. During testing, the contrast keypad button was intermittently unresponsive, which has no effect on insulin delivery; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under the up arrow, down arrow, and contrast key contacts. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up button was intermittently unresponsive and required multiple presses. The keypad had worn symbols. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.